Event description:
Revision surgery - due to a shattered femur. The surgeon removed the djo/encore head, body, and stem that were implanted on (B)(6) 2002 and implanted a djo head and liner. The remaining components for this revision surgery were supplied by biomet.